Manufacturer narrative:
The device was not received for evaluation at the time of this report; therefore, no physical analysis can be performed. A review of the device history records of the specimen device does not present any indication of manufacturing defect or anomaly that could have impacted on the event as reported. During manufacturing and packaging of this product the operators are instructed to 100% visually inspect for any obvious defect prior to shipment. The history records indicate this product was final inspection tested at lake region medical and was determined to be acceptable. As noted in the device instructions for use (dfu), operational instructions: inspect and prepare the catheter according to the manufacturer's instructions. This includes flushing the catheter to be used with heparinized saline solution. Verify compatibility of interacting devices prior to use. As indicated in the dfu warnings: do not torque this device. Exercise care in handling of the guidewire during a procedure to reduce the possibility of accidental breakage, bending, kinking, or coil separation. Never advance the guidewire against the resistance without first determining the reason for resistance under fluoroscopy. The supplied image of the safari2 device presented extensive offset/overlapping coil wraps with kinking; consistent with advancing the delivery system and isleeve against resistance over the wire as described in the complaint narrative. At this time, it is not possible to assign a definitive root cause for the event as reported. Based on the information provided to date, it appeared that clinical and/or procedural factors impacted on the event as reported. If there is any further relevant information received, a follow-up medwatch report will be submitted.

Event description:
Event description: after appropriately achieving the access to the femoral artery, the track for the procedure has been prepared by introducing the safari wire and isleeve sheath. During advancing the delivery system with the valve loaded through the sheath and abdominal aorta, the significant resistance has been felt with simultaneous movement of delivery system and the guidewire. After crossing the arch with a lot of force needed, the decision has been made to withdraw all the devices out of the patient as there was a high risk of complications and unpredictable movement of the valve during potential implantation. According to the best practices, the troubleshooting of withdrawing together delivery system and the sheath in the one movement has been made. The access to the artery has been maintained by introducing the j-wire into isleeve, next to the delivery system catheter inside. With the support of vascular surgeons, all the devices with safari wire have been pulled out. Due to access maintained, the new safari wire and new sheath have been introduced. Because of no possibility to detach the previous system from the isleeve and safari, the new delivery system and new valve have been loaded. The procedure of implantation have been performed as normal, with good result. On the first guidewire used, there were distortions and creases on the coil surface visible. There was no serious injury reported and the patient condition following the procedure was stable.

Manufacturer narrative:
Device evaluation: the device was received for analysis on march 14, 2022. As received, the specimen consisted of one-1 each safari2 275cm sml crv; returned cut into various segments by the distributor in their efforts to separate the safari2 device from the accurate neo2 transfemoral delivery system, including a portion of the safari2 device lodged within an 86cm long body segment of the acurate neo2 transfemoral delivery system, and double-bagged within "zip-lock" style poly biohazard pouches. The specimen presented a finished diameter of .03490" to .03505". The dim a length and formed curve dimensions could not be accurately measured due to the as-received damaged condition. The supplied images prior to destructive analysis at the distributor presented offset/overlapping coil wraps and kink damage over the distal formed curve region; and bends and stretched coil damage on the wire shaft proximal of the accurate neo delivery system. One of the supplied images presented an offset region on the delivery system shaft proximal of the nosecone of the accurate neo delivery system; this type of damage can result in a localized impingement of the inner lumen due to a reduced inner diameter of the lumen caused by the offset. The returned specimen presented cut and stretched outer coil wire, bent/kinked and cut core wire with deposits of dried blood-like matter on the coil and core wire segments, and a portion of the safari2 device lodged within an 86cm long body segment of the acurate neo2 transfemoral delivery system. The distal device segment presented scraped/frayed ptfe coating and offset/overlapping coil wraps, creating localized oversized diameters to .04270". All joints appear to be correct and intact by visual examination and by non-destructive testing. Except where noted, the specimen device appeared visually and dimensionally correct. A review of the device history records of the specimen device does not present any indication of manufacturing defect or anomaly that could have impacted on the event as reported. During manufacturing the production operators are instructed to 100% visually and tactilely inspect for any obvious defect, which includes a tactile examination of the entire length of each wire. The history records indicate this product was final inspection tested at lake region medical and was determined to be acceptable. Our investigation was unable to confirm that the product did not meet specification prior to shipment. The investigation concluded that the product met specification at the time of shipment. As noted in the device instructions for use (dfu), operational instructions: inspect and prepare the catheter according to the manufacturer's instructions. This includes flushing the catheter to be used with heparinized saline solution. Verify compatibility of interacting devices prior to use. As indicated in the dfu warnings: do not torque this device. Exercise care in handling of the guidewire during a procedure to reduce the possibility of accidental breakage, bending, kinking, or coil separation. Never advance the guidewire against the resistance without first determining the reason for resistance under fluoroscopy. The damage presented in the supplied images prior to the wire being cut, appeared consistent with advancing the delivery system and isleeve against resistance over the wire as described in the complaint narrative. At this time, it is not possible to assign a definitive root cause for the event as reported. Based on the information provided and the evidence presented, it appeared that clinical and/or procedural factors have contributed to the event as reported. If there is any further relevant information provided, a follow up medwatch report will be submitted.